Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed power error 53. Customer also reported that the insulin pump alarmed power error 25. Customer's blood glucose reading was 239 mg/dl. Product is being replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump error 53 was present in the format history file due to a software error. The power management graph was within specification. The pump was monitored for more than 7 days with no unexpected pump error 25 alarms or low battery alerts during testing or in the format history file. The pump was received with a scratched casing, minor scratches on the lcd window, a cracked select button on the keypad overlay, a pillowing keypad overlay, a damaged keypad overlay texture and a missing serial number label.